Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced ineffective therapy. Diagnostics revealed high impedances on both scs leads. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the system was explanted and replaced to address the issue.